Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site event on 14-jun-2024 after 3 or more hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. Infusion set has not been used for less than 72 hours. Customer changed supplies as necessary and resumed insulin therapy. Customers confirm the introducer needle was ahead of the cannula prior to insertion no further information available.